Manufacturer narrative:
D10: 300-60-01 - stemless humeral comp laser cage, size 1 (B)(6). 310-62-36 - stemless humeral head 36mm x 13mm x alpha (B)(6). 314-13-02 - equinoxe cage glenoid small, alpha (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm (B)(6). 321-52-09 - 3.2mm k-wire, trocar tip (B)(6) 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left shoulder replacement procedure. Subsequently, the patient required revision surgery due to subscapularis failure. The patient was last known to be in stable condition following the event. No further information is available.